Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the provided picture identified the liner was worn and had fractured. No further evaluation can be made from the provided picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided a definitive root cause cannot be determined. The complaint is confirmed based on the photo of the worn device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 14 years and 4 months post implantation due to the liner being worn. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.